Event description:
The customer reported having high blood glucose (bg) levels for the majority of the day. The customer bgs rose as high as 380 mg/dl. The pod was worn between 1 and 1.5 days.

Manufacturer narrative:
The returned product was evaluated and the investigation found evidence of an internal leak. Its root cause was determined to be a damaged cannula. The damage appeared to have occurred during the manufacturing process. Lot qualification records were reviewed, and the product lot met all acceptance criteria.